Event description:
Fdc code 24 was removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of returned films pre-implant revealed that the proximal neck was short (7mm per the 3d planning worksheet), conical shaped, calcified, and angulated 40deg l-r. The max aaa diameter was 6cm. The iliacs were very calcified. Still angio images during implant revealed that the ipsi and ipsi extension were implanted into the right common iliac, and the contra limb was placed into the left common iliac. A possible vessel rupture is seen in the right iliac, and a second limb is then seen covering the perforation and extending approximately 1 stent ring length; the distal end of the new extension is at the iliac bifurcation and is severely tapered down into the right external iliac. Aptus screws and an aortic cuff are seen placed proximally. A still angio image shows bilateral flow into both limbs. Post-implant films showing the limb occlusion were not provided. It is likely that placement of the 20mm limb into the 8mm right external iliac led to a severe reduction in the stent graft lumen diameter, which likely contributed to the occlusion. 24- off label, unapproved or contraindicated use (neck length <(><<)> 10 mm).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that the physician implanted the stent graft system. While ballooning, the ipsilateral limb extension graft with a reliant balloon, the physician noted that the right common iliac artery had been ruptured by the procedure. A second limb stent graft was implanted to cover the damaged vessel. One month later, the patient presented emergently with right leg pain. An angiogram revealed the right limb to be occluded. Flow on the patient's right side was non-existent from the flow divider to the distal right external iliac artery. A thrombectomy was performed using balloons and sheaths. The clot was removed from the access site. The physician noted that the occlusion may have been due to the 20 mm flare segment landed into the 8 mm external iliac artery. The physician placed a limb on the right side to reline the graft from the flow divider to the midpoint of the right common iliac artery. Another manufacturer's stent was then placed at the distal most aspect of the original stent at the level which the flared graft was placed into the external iliac artery. The stent was post dilated with another manufacturer's balloon. The final angiogram showed no evidence of occlusion or clots, and good pulses were noted bilaterally. No additional clinical sequelae were reported and the patient is fine.